Manufacturer narrative:
The device generated an alarm indicating open count too low at end of prime. Pulse width timeouts were observed in addition to a failure to transition in the rotational sensor data indicating a drive stall occurred. Shelf mode current was measured to be high, out of specification, leading to the batteries being measured to be lower than expected. The low batteries contributed to insufficient power to the drive mechanism, resulting in the drive stall, alarm generated and device not deploying.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn.